Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. There was no atrial undersensing as a result. Review of stored device data in the remote home monitoring system noted that the device exhibited farfield r-wave oversensing on the atrial channel, resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.